Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that patient underwent heart transplant on (B)(6) 2019. Patient was elevated on the transplant list due to mrsa infection.

Event description:
Additional information states that the patient presented on (B)(6) 2018 with complaint of increased drainage from driveline which led to admission for planned surgical intervention. Intravenous (IV) vancomycin was started and on (B)(6) 2018, patient underwent incision and drainage of the driveline methicillin-resistant staphylococcus aureus (mrsa) infection and had wound vacuum-assisted closure (vac) placed. Patient was discharged home on (B)(6) 2018 with an inserted peripherally inserted central catheter (PICC) line for bactrim three times a day. Bactrim was continued until heart transplant on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h3: correction. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) was returned attached to the pump cover outlet port with the outflow graft bend relief hardware fully engaged. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Examination of the inflow cannula revealed a white, tissue-like deposition along the proximal edge of the textured surface of the inflow cannula. This deposition was well-adhered and did not appear to have obstructed flow during support. Upon disassembly of the returned pump, examination of the pump¿s blood-contacting surfaces revealed fixed, post-explant blood within the lumen of the outflow graft, the pump outflow, and the pump cover. The blood was non-adhered and showed no evidence of denaturation or lamination. Further examination revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date was approximated as (B)(6) 2018. It was reported that the incision and drainage occurred in (B)(6) 2018. The referenced (B)(6) infection was initially reported under medwatch MFR report #2916596-2018-04254. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent incision and drainage (I&d) of driveline in (B)(6) 2018 due to (B)(6) infection. The patient had a vac dressing intravenous (IV) antibiotics for 6 weeks and was reported as currently on oral antibiotics bactrim.